Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a perforation due to the right ventricular lead. The lead was also unable to capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.